Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized due to cloudy fluid and abdominal pain and was treated with vancomycin injection (1gm, discontinued), amikacin injection (500mg, discontinued) and meropenem injection (1g, only one bag, per day, discontinued) for peritonitis. At the time of this report, the patient was discharged and recovered from the events. Pd therapy was ongoing. Patient retraining was complete. No additional information is available.